Event description:
A malfunction occurred on the pump, as reported by the caller, with no notable events preceding the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support resolved the issue by sending a replacement pump and provided the customer with instructions for returning the problematic pump. The customer was advised on necessary steps once the replacement pump was received, including using updated software and storing the defective pump.